Manufacturer narrative:
No medwatch form was received. (B)(6) no complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 13.1 cm to 14.0 cm from the distal end. The abrasion was consistent with constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.